Event description:
The patient's mother reported the patient's blood glucose levels rose to 22.6 mmol/l (406.8 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. A correction was delivered for treatment.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the fluid path components found the exposed portion of the soft cannula to be stretched and flattened. The soft cannula measured within specification. It could not be determined when or how the damage to the soft cannula occurred. Fluid was able to flow through the complete fluid path despite the damage to the soft cannula. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.